Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced wheezing and lost consciousness following her trial procedure. It was also reported the pt was admitted to the hospital due to her vocal cords being non-functional as a result of the respiratory issue that followed the trial procedure. F/u identified the pt has been discharged from the hospital and as of (B)(6) 2013 had regained her ability to speak; however, the pt has lost her voice on 3 other occasions since then.